Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported conflicting sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they received a positive result followed by a negative result shortly after with quickvue otc testing. No confirmatory testing had been completed. An additional consumer event was communicated which is captured on a separate report.